Event description:
It was reported that the patient and the patient's family member called regarding the use and function of the remote monitor. Patient services instructed the patient about the use of the monitor and walked the patient through the transmission process and a successful transmission was completed. Additional information was received which indicated that the patient's family member stated that three days post "severe storm" the patient felt "vibration/buzz" in chest that woke the patient up. The home power went off and the monitor's blue light was flashing. Of note, the patient had worked with patient services prior to this situation. The patient was also told by the physician that the reader was not working. The patient also reported details associated with the implant of the implantable cardiac monitor (icm) and has contacted the physician regarding this. The icm and remote monitor are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).